Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, broken belt clip rails, fading serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm. Customer's blood glucose value was 110 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.